Manufacturer narrative:
Visual inspection of the driver revealed signs of impact shock and stress fractures on the fan cover. The driver's alarm history was reviewed and revealed one recorded alarm, a '24' code, which is typically produced by a change in voltage detected during operation of the driver. This alarm is most likely the customer-reported alarm. It is possible that this alarm was produced due to impact shock suffered by the driver. During impact shock, electronic components (ex. Ribbon cables, batteries) could temporarily move out of place and cause the voltage to drop. During investigation testing, the driver passed all functional testing with no alarms there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses low risk to the patient because the reported issue did not prevent the freedom driver from performing its life sustaining functions the freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.